Event description:
It was reported that the patient was admitted to the emergency room (ER) with palpitation. The right ventricular (rv) lead was found to have t-wave oversensing (twos) post ventricular pacing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.